Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a large number of "cassette not attached properly" and "cassette attach not recognized" and "cannot start pump air in line" alarms in the ehl. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the downstream occlusion (dso) sensor and air detector preventatively.

Event description:
It was reported that the pump kept alarming "air in line" when no air was present at all, and alarming "cassette not being fitted correctly" when no cassette was fitted at all. There was no patient involvement.